Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 23 millimeter (mm) transcatheter bioprosthetic valve at an implant depth of 2-3 mm below the annulus, a post implant angiogram was performed which revealed mild aortic insufficiency (ai).the implanting team was satisfied with result and closed the patient. A pre-implant nor post implant balloon aortic valvuloplasty (bav) were performed. The patient was transferred to recovery and an echocardiogram was performed which revealed moderate to severe ai. The patient was brought back and a post dilation was performed using a 20 mm non-medtronic balloon. There was minimal reduction in the ai as a result of the dilation. A second post dilation was performed using a larger 21 mm non-medtronic balloon. As the 21 mm balloon was being withdrawn, the deflated balloon snagged a tab of the valve, dislodging the valve out of the annulus. A 30 mm goose neck snare was used to move the valve above the sinotubular junction. The implanting team made the decision to upsize and implant a larger, 26 mm transcatheter valve as the patient was in-between valve sizes. The 26 mm valve was implanted at a depth of 5 mm with satisfactory results. No ai was seen on echocardiogram and angiogram. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the aortic insufficiency was paravalvular leak (pvl). No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.